Event description:
It was reported that three days post-implant, the patient experienced a thumping sensation in the left lower chest, and diaphragmatic stimulation was noted. High threshold and loss of capture were also noted, along with lead dislodgement. The rv (right ventricular) lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2014. (B)(4).